Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a cable snap during the case. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of cable snapped is confirmed. One grip close cable is broken near the proximal pulleys and proximal clevis cable hole. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Proximal clevis cable hole exhibits wear on one edge. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.